Manufacturer narrative:
Concomitant products: product ID 37601, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3387s-40, lot # v011453, implanted: (B)(6) 2007, product type lead; product ID 3387s-40, lot # v011021, implanted: (B)(6) 2007, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the implantable neurostimulator (ins) was replaced with a rechargeable device on the day of report. It was noted the patient left with 4.5v with the intention of titrating the voltage back up over the next three months. It was noted the device would be sent back for analysis. Additional information received reported the ins had short battery life. It was stated it was not normal battery depletion. It was stated there was no patient death or injury and the patient recovered without sequelae.

Manufacturer narrative:
(B)(4): analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly; the ins battery had normal end of life and the telemetry and output were okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.